Event description:
The physician informated the sales rep that the device broke as they were withdrawing it from the pt after deployment. The physician said that there was no harm to the pt at all and that they were able to remove the entire device by removing the introducer sheath from the pt. He said that the inner catheter became disconnected from the device as they were taking it out of the sheath. (Awaiting add'l info for clarification). Rewritten: while withdrawing the precise otw nitinol stent (p06040xc) from the pt, after deployment, the device broke. The entire device was removed by withdrawing the sheath introducer from the pt. The inner catheter became disconnected from the device as they were removing it from the sheath. There was no harm to the pt. The product is being returned for analysis.

Manufacturer narrative:
This product has been received; however, analysis has not begun. Add'l info has been requested and will be provided within 30 days of receipt.